Event description:
Alleged the bed would pop out of the brake mode.

Manufacturer narrative:
The technician found the brake pedal would not hold and replaced the brake detent mechanism to repair the bed.